Manufacturer narrative:
E1: initial reporter phone #: (B)(6). E1: initial reporter facility name: (B)(6) university investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for molding defect- caps varying in size was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of molding defect- caps varying in size were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of molding defect- caps varying in size based on photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance, customer noticed cap size irregularity on (1) tube with diameter difference of about 1mm, resulting in a cap stuck in the decapitation frame. No patient or user impact reported.